Manufacturer narrative:
(B)(6), reported the following info to teleflex medical sales specialist: female pt, dob: (B)(6) 1992, intoxicated and belligerent received an ez-io in the proximal tibia. Extravasation occurred followed by a fasciotomy. The pt's limb was saved.

Event description:
Pt presented to ER under the influence of drugs and alcohol. Io was inserted into pt's tibia and infused for first hour. During hour two the attending nurse noted that the pt's calf was swollen and cold and that the pt could not flex her foot. The io was removed and an orthopedic surgeon was consulted. An emergency fasciotomy was performed and all function and circulation was restored. She had two additional wound irrigation on (B)(6).